Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? What tissue structure the broken needle was located? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? What is the total number of products involved in this event? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-02645.

Event description:
It was reported that a patient underwent a heart/vessel/thoracic procedure on (B)(6) 2023 and suture was used. During the procedure, the needles broke, and the steel wire breaking both during suturing and all the steel wires breaking and coming off when the steel wire was twisted at the end before attaching the suture together. We had to redo that procedure with steel wires from another package and then there were no problems. No adverse patient consequences were reported. Additional information was requested.